Event description:
It was reported that on 2015-(B)(6) the patient experienced swelling in the pump implantation site. The outcome was reported as recovering. This was reported as unrelated to the investigational drug but unknown if related to the catheter, pump, programmer, or procedure. On 2015-(B)(6) further information from the neurosurgeon physician noted that on (B)(6) the pump implantation site was swelling due to an infection so the patient came to the hospital at night. The patient was hospitalized and the neurosurgeon drained the pus a few days later. The inflammation became negative afterwards. The patient's condition subsided and the patient was now hospitalized in order to undergo follow-up examinations. This device system delivered gabalon and therapy was reported as continuing. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that the outcome of the event as of (B)(6) 2015 was reported as in remission. The drug dose was changed. The causal relationship to the drug, catheter, programmer and surgical procedure was reported as none. However, there was report that the causal relationship was to the pump. Medication administered to the adverse event was ceftriaxone sodium drip from (B)(6) 2015 and kefral from (B)(6) 2015 through continuing at the present. Reportedly, on (B)(6) 2015, drainage was conducted and the inflammation disappeared. On (B)(6) 2015, the patient was discharged from the hospital. Further, there was no wound dehiscence. After drainage, cultivation survey was evaluated and it was confirmed that there was colibacillus. The physician considered about possibility that this event was caused by performing gastrostomy for tube feeding. There was no causality between the drug and this event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # n501499002, serial # (B)(4), product type catheter.

Event description:
It was further reported that the infection was around the pump but there was no disruption to the wound. As of (B)(6) 2015, the patient was recovering from the adverse event. It was also reported that e.coli was detected during the culture after the drainage. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8781, lot# n501499002, serial# (B)(4), product type catheter. (B)(4).